Manufacturer narrative:
This initial report was previously submitted via fedex on 8/14/2006 under manufacturer report number: 1818910-2006-02454 - this number is incorrect. Please delete the report for manufacturer report number 1818910-2006-02454. The manufacturer report number should read: 3003506715-2006-00015 for this report. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The k-wire got stuck in the dedicated distal hole of the plate. The surgeon was not able to remove the wire, which got broken into the hole. The surgery was delayed approximately 20 minutes.